Event description:
Pt reported that the device's piston rod does not retract as far as it used to. She indicated that the insulin cartridge is protruding from the top of the cartridge chamber. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment received.